Event description:
The customer reported false negative reactions with seraclone anti-d blend. He reported this incident on (B)(6) and described it as "ongoing", but did not provide exact days of event. We are still waiting for the samples that had caused false negative test results and the supposedly defective product.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions with seraclone anti-d blend. He reported this incident on (B)(6) and described it as "ongoing", but did not provide exact days of event. The customer has neither returned the samples that had caused false negative test results nor the supposedly defective product. Therefore, our quality control tested the retained sample of seraclone anti-d blend with different samples. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-d functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.